Event description:
It was reported that the ilet did not charge on the charging pad despite a steady green pad light, the device displayed ¿charge ilet now,¿ and powered off when removed, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger component consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.